Manufacturer narrative:
Result: blade in cap piercer. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 600i synchron access clinical system leaked approximately 10 ml fluid from the cap piercer. The leak was contained within the instrument. The customer was wearing gloves and a lab coat at the time of the incident. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material safety data sheet (msds), but has an exposure control plan in place at the facility. There was no impact to patient results or treatment. Beckman coulter field service engineer (fse) found that the cap piercer blade had become damaged, causing rubber material to be ripped from the sample tube stoppers. The ripped rubber material was deposited in the waste line, obstructing the waste line. The fse repaired the blade and flushed the waste line to resolve the issue. The fse verified the service activity performed per established procedures, and the results met published performance specifications.